Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). Omsc checked the device in combination with olympus video system center otv-s300 and could not reproduce the reported phenomenon, but found that the endoscopic image was flickering when the video connector was rocked up and down. The device was sent to olympus service operation repair center (sorc) for repair and sorc inspected the device. As a result of the inspection, the following was confirmed. -there was a dent on the video connector. -the camera cable and the imaging unit of the camera head¿s main body were flooded. The scope communication error e226 occurs when a communication error occurs between the camera head and the video system center. Based on the evaluation result of the device, there is a possibility that the endoscopic image was flickering and the scope communication error e226 occurred because the communication failure occurred due to the dent on the electrical contact part of the video connector. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to omsc but has not been returned yet. The same phenomenon has occurred in the past at the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the endoscopic image was flickering. The device was used in combination with the olympus video system center otv-s300 with serial number (B)(4). The user continued the intended procedure with the device and completed the procedure. When the user inspected the device after the procedure was completed, a scope communication error e226 occurred and snow noise displayed on the endoscopic image. Error code e226 means that the communication between the endoscope and video system center has failed. There was no report of patient injury associated with the event. This device is an olympus asset.